Event description:
It was reported that the system displayed error messages and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller, reformatted the hard drive, and reloaded software. The system operates as intended.